Event description:
It was reported that the cutter is not cutting the needles with a bd needle clipping device safe clip. The following information was provided by the initial reporter, translated from spanish to english: the caregiver of the patient reports that the cutter since last 15 days does not cut the needles.

Manufacturer narrative:
Investigation summary: customer returned one (1) used bd safe-clip device from lot 7177532. Consumer reported: does not cut the needles. The returned sample was examined, and it was observed that there was dry blood near the opening of the cutter hole. The returned safe-clip was tested by clipping three test cannula: the safe-clip was able to clip all three test cannula properly. As no manufacturing defects were observed, the alleged issue could not be confirmed. According with the DHR the problem ¿no clipping¿,¿ cutter blocked¿ and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1).

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(6) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cutter is not cutting the needles with a bd needle clipping device safe clip. The following information was provided by the initial reporter, translated from spanish to english: the caregiver of the patient reports that the cutter since last 15 days does not cut the needles.